Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015. Per the distributor the patient's daughter reported that the patient was not wearing the device at the time of passing. No additional details surrounding the deaths are known. Investigation into the event revealed that the patient was treated by the lifevest on the date of passing. Asystole was detected at 08:53:40. The ECG shows asystole at 08:54:43, the ECG showed asystole with CPR artifact. The response buttons were pressed at 08:54:59. The ECG recordings show that the patient was in asystole with CPR artifact at 08:55:18. Two arrhythmias were detected between 08:56:54 and 08:57:17 due to the artifact, but the response buttons were pressed and a treatment was not delivered. The response buttons were pressed intermittently between 08:58:18 and 08:58:22. At 09:02:08 the patient received an inappropriate defibrillation while in asystole. CPR artifact contributed to the false detection. The response buttons were pressed intermittently after the treatment and the ECG recording shows asystole with CPR artifact between 09:03:21 and 09:21:11 before the electrode belt was disconnected at 09:21:42. Asystole is not considered a treatable rhythm. CPR artifact and the use of the response buttons indicates the presence of bystanders.

Manufacturer narrative:
Monitor sn (B)(4)and belt sn (B)(4) have not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor (B)(6): (B)(6) 2013. Electrode belt (B)(6): (B)(6) 2013.